Event description:
It was reported the patient received the following results within 10 minutes on the aviva system: 8:27am a result of 22 mg/dl, 8:30 am a result of 431 mg/dl. Between the time of 8:35-8:45 am, he received a result between 327-357 mg/dl on the paramedics meter. No adverse event was reported.